Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: green slide clamp on wrong side of pump segment. Detailed inquiry description: while priming, the nurse noticed that the green clamp was on the wrong side of the pump segment. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: green slide clamp on wrong side of pump segment. Detailed inquiry description: while priming, the nurse noticed that the green clamp was on the wrong side of the pump segment. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) and it is being submitted as a correction. *correction, the investigation findings code was submitted incorrectly. The correct investigation findings code is 170 (manufacturing process problem identified).

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample without packaging was returned for evaluation. The sample was visually evaluated; it was confirmed that the horizon cassette was assembled incorrectly. The reported defect was confirmed. A one-year historical review was performed and it should be noted that this defect is the only reported case. Incidents of this nature are attributed to operator oversight during the assembly of the product. The outlook pump cassette is manually assembled onto the tubing. The operator could have overlooked the position in which they assembled the cassette. Although our training procedures ensure that all our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. As a result of this occurrence a quality notification and retrain was generated for all associates involved in the hand assembly process. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.